Event description:
It was reported the right ventricular (rv) lead had intermittent loss of capture. It was indicated the changed in the lead occurred after the patient had valvuloplasty. The rv lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.